Event description:
The following article was received based on a literature review: article: defining the role of ab externo xen gel stent in glaucomatous eyes with prior failed surgical intervention a retrospective, single-center, case¿control study was done to evaluate the safety and efficacy of xen45 gel stent (xen; allergan) in eyes that have failed prior surgical intervention, compared to traditional glaucoma drainage device (gdd) or continuous-wave cyclophotocoagulation (cpc). A total of 18 case (xen) eyes and 36 control eyes were included in the study. Among the 36 control eyes, 25 eyes underwent gdd implantation (n=24 eyes with baerveldt [johnson & johnson], n=1 eye ahmed fp7 [new world medical]) and 11 trans-scleral continuous wave cpc. It was reported that 7 control eyes failed within the follow-up period due to requiring additional glaucoma surgery and 1 control eye that failed due to loss of light perception. Of the 7 control eyes which required additional glaucoma surgery, 6 eyes underwent cpc (2 of which had additional gdd removal) and 1 had gdd removal with no additional glaucoma procedures due to infection. In the control group, a minor complication of hyphema (n=4 eyes) was reported while serious complications reported include tube/xen exposure (n=2 eyes), blebitis (n=1 eye), cystoid macular edema (n=2 eyes), choroidal effusion (n=2 eyes), and hemorrhagic choroidal detachment (n=1 eye). There were 7 incidences of early hypotony and 4 eyes reported with a permanent loss of 2 lines or more of best corrected visual acuity (bcva) in the control group. All revisions in the control group were performed on gdds and were either due to iris plugging the tube (n=2 eyes) or tube malposition (n=2). The eyes with tube/xen exposure (n=2 eyes) and blebitis (n=1 eye) required tube explantation, as did 1 eye which had a malpositioned tube. It is not clear if these complications occurred in the eyes implanted with baerveldt or the other product. A copy of the article is provided with this report. This report is for the reported product problems. A separate report is being submitted to capture the reported adverse events.

Manufacturer narrative:
Section a2: age/date of birth: mean age was 63.1 (standard deviation (sd):12.5) years old; not specified if grouped with johnson & johnson implant. Section a3: sex/gender: 20 (56%) males; section a5: race/ethnicity: 13 (36%) white, 17 (47%) black, 5 (14%) hispanic, 1 (3%) asian; not specified if grouped with johnson & johnson implant. Section b3: date of event: (B)(6) 2022 (date article was e-published). To, l.k., dhoot, r.k., chuang, a.z., karimaghaei, s., guevara-abadia, f., shah, r.d., feldman, r.m. Defining the role of ab externo xen gel stent in glaucomatous eyes with prior failed surgical intervention. Graefe's archive for clinical and experimental ophthalmology. 2023 mar;261(3):779-789. Doi: 10.1007/s00417-022-05857-6. Epub 2022 oct 22. Attempts were made to obtain additional information was conducted, however there is no additional information available. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.